Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding an implantable neurostimulator. Pt was in the hospital had a colonoscopy and endoscopy yesterday. Patient had to turn stim off and when patient turned stim back on yesterday it was surging in the legs and when pt laid down it was really bad. Pt then went to use the programmer to turn stim down and was not able to as the programmer was showing a 'smiley guy with one arm'. Pt then clarified they were getting a warning message with a doctor's face and a phone. Pt said they put new batteries. Pt said they same message came on recharge and they were able to override it with a trickle charge. Pt said there was no error code on the message. Pt pushed every button and it did not change anything. Tried to confirm what error code it was but pt said there was no error code, only the doctor's face. Had pt reset the programmer. The message no longer appeared. Instead pt was getting poor communication screen. Pt was not using the antenna. Had pt reposition and try again. Pt kept getting poor communication screen. Pt confirmed recharger was connecting fine. Pt charged ins last friday. Had pt use the recharger and pt was able to connect. Suggested pt could turn stim off since they felt surging in the legs until pt gets the programmer to adjust. Pt turned off their stim. An email was sent to repair to replace the programmer.